Event description:
(B)(6) customer compared blood glucose readings on the contour next with a hospital meter and the difference was as much as 70mg/dl. Further information was not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strip information was not provided and the strips were not expected to be returned for evaluation.

Event description:
Customer was hospitalized due to hypoglycemia. No further information provided.